Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation due to the ipg was unable to establish communication with the charger (event date unknown). A sjm representative confirmed the issue. A replacement charger was unable to resolve the issue as only intermittent communication achieved. Surgical intervention was taken on (B)(6) 2016 where the ipg was explanted and replaced which resolved the issue.